Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2021 . The laser unit used was a moses p120 laser console. During the procedure, there was crackled sound heard from the laser fiber connector and it became hot. There was no burn injury to the operator. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: product investigation results: the returned flexiva ID 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 317.5 cm from the distal tip to proximal end of the sma connector. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. A functional evaluation revealed that there was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event of fiber connector overheating was confirmed. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Additionally, the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure of the kidney to treat kidney stones, performed on (B)(6) 2021 . The laser unit used was a moses p120 laser console. During the procedure, there was a crackled sound heard from the laser fiber connector and it became hot. There was no burn injury to the operator. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event.